Manufacturer narrative:
E3: occupation: tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was defective. When inserting the angio-seal into the sheath, they were unable to click into place and click back to set the anchor. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 15 feb 2024: the procedure performed was a left heart catheterization using a 6fr sheath. The patient was in stable condition. Manual pressure was applied to achieve hemostasis following the third failure. The user had difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. There were 4 attempts for each device. The locator did not securely connect. The locator was too loose and failed to stay in place. The separation did not occur when device was in the patient.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.